Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
It was reported that the patient¿s mother stated the pump alarmed with error codes when the batteries were initially inserted. This occurred multiple times and prevented the pump from progressing through the setup process. There was no reported patient involvement and no harm/adverse event reported.